Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-06081. It was reported that the patient experienced bradycardia and ventricular fibrillation (v-fib). The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was used to deploy and successfully release a 24mm watchman &#59404;laa closure device. While being woken up from anesthesia, the patient went into bradycardia and then v-fib. The patient was shocked back into a normal sinus rhythm; the issue was resolved. They then used fluoroscopy and confirmed the device was still in position. Prior images were also referenced to confirm there was no change in position or shape of the device. The heart outline was evaluated to confirm no pericardial effusion. The transesophageal echocardiogram (tee) probe had already been removed so a transthoracic echocardiogram (tte) was performed to check the pericardial space and no effusion was noted. The patient woke up with no neurological symptoms. Follow-up the next day revealed the patient was doing well.